Event description:
It was reported that this patient has been experiencing an increase in seizures and the patient's mother would like the patient to have their vns settings increased. No other relevant information has been received to date.